Event description:
The facility representative reported to largo customer service a pump with an error code 32, which caused the pump to become inoperable during pt use. No pt injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has not yet been received at baxter for evaluation. Should the device be received, a follow-up report will be submitted with the results of the evaluation.